Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.¿ the event of ¿localized b cell non-hodgkins lymphoma developing 5-10 years after juvederm ultra plus injections in the cheek¿, "inflammation", ¿a firm mass¿, ¿granulomatous inflammation", ¿red, itchy cheeks, swelling¿ and ¿developed firm swelling left cheek¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings ¿ injection procedure reaction to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, juvéderm® ultra plus injectable gel implantation carries a risk of infection. 6. Adverse events table 1. Injection site responses by maximum severity occurring in > 5% of treated subjects. Possible treatment site symptoms include: redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Company representative reported on behalf of healthcare professional inquiring about ¿localized b cell non-hodgkins lymphoma developing 5-10 years after¿ a patient was injected in the cheek with an unspecified amount of juvéderm ultra plus¿. It was reported that, ¿shortly¿ after injection with juvéderm ultra plus¿, the patient developed inflammation. An unknown treatment was given an unknown time following symptom onset and symptoms resolved an unknown time after treatment. Five years afterwards, ¿a firm mass¿ developed in the injection area of one of the patient¿s cheek. Patient was seen ¿at the 10-year mark¿ when an MRI diagnosed ¿granulomatous inflammation,¿ and ¿b cell lymphoma¿ was detected on a biopsy with ¿positive markers.¿ further follow-up with the healthcare professional revealed that the patient was injected in the ¿upper¿ cheeks and ¿upper marionette lines¿ with 1 ml of juvéderm ultra plus¿ xc and with 1 ml of juvéderm ultra¿ xc. Symptoms of ¿red, itchy cheeks, swelling¿ and inflammation first appeared ¿1 week after injections.¿ these symptoms, ¿cleared with antihistamines in 5 weeks.¿ approximately 5 years later, the patient ¿developed firm swelling left cheek.¿ treatment with hyaluronidase given 4 months into the following year. Biaxin was given as treatment 8 months later and more hyaluronidase and kenalog were given the next month. Patient¿s symptoms are ¿improved but still enlarged left cheek.¿ an unspecified diagnostic test was administered in the year following the development of the ¿firm swelling left cheek¿ with ¿negative results.¿ an MRI was also administered that year which showed granulomas inflammation. An ultrasound, given the same year, showed ¿hypoechoic structure-filler granuloma.¿ the next year, a biopsy for b cell lymphoma was administered by a facial plastic surgeon with positive results showing ¿b cell non-hodgkin¿s lymphoma.¿ the biopsy report did not reference the granulomas. The patient also saw an ent doctor. Patient is allergic to penicillin.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Received additional information from healthcare professional stating the patient saw a "radiotherapist to plan treatment" and the patient¿s ¿lymphoma was localized to the left cheek.¿ patient ¿had radiation and is doing well.¿ symptoms are ongoing.